Event description:
It was reported that during a zeus clinical case the disposable and reusable motor packs started to fail and give error messages. No pt injury or adverse outcome occurred. This is a safe failure because the motorpack is not inserted in the pt's body and any failure of the motorpack will only cause the instrument not to function. However, due to dr's annoyance to the malfunction, the case was proceeded without zeus per dr's request. Because of the limited info provided, whether the procedure was converted to laparoscopic or open surgery cannot be confirmed.